Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device heating up, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported pump is warm, hot, or overheating. Troubleshooting was performed. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored and no device heating up noted. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 11/15/2024 19:51:00.000 replace battery alert was found on: 11/16/2024 05:22:00.000 11/16/2024 05:32:00.000 replace battery now alarm was found on: 11/16/2024 05:53:00.000 11/16/2024 06:03:00.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and replace battery alert/replace battery now alarm noted during testing. In further checking of the pump history records: battery cycle 27.0 received the lowbatteryalert (104) on 11/15/2024 19:51:00 after more than 7 days at 50.26 days. Battery cycle 26.0 received the lowbatteryalert (104) on 09/26/2024 12:23:00 after more than 7 days at 50.86 days. Battery cycle 25.0 received the lowbatteryalert (104) on 08/06/2024 14:34:00 after more than 7 days at 49.26 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 16-nov-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required functional testing except sleep current measurement. Customer alleged for device heating up and charge/battery lasts less than expected were not confirmed. However, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.